Event description:
It was reported that the patient presented to a scheduled implant procedure. Prior to implant, the physician interrogated the pacemaker and found the battery voltage lower than expected. The pacemaker was not used, and a new device was implanted. The patient condition was stable.

Manufacturer narrative:
The reported event of ¿battery problem¿ couldn't be confirmed. DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The implant requirement for this type of device is: 2.87 volts. The measured battery voltage of 2.98 v is within the requirements. The battery voltage that was read at 2.98 volts during implant surgery was consistent with exposure to cold temperature. The battery voltage recovers to 3.07 volts, (bol) beginning of life, when temperature is stabilized 24 hours before the surgery. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.